Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The article can be found at https://doi.org/10.1177/2309499019833897.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The title of this report is, ¿three-dimensional-guided navigation percutaneous screw fixation of fragility fractures of the pelvis¿, published on march 12, 2019, which is associated with the stryker ¿asnis iii system¿. The article can be found at https://doi.org/10.1177/2309499019833897. This report includes an analysis of the clinical data that was collected on 17 patients, and the cases in this study range from 2016 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced 2 sacroiliac screws backout. The report states, ¿slight back out of the superior two sacroiliac screws was observed, which were present and remained static at 6 weeks after fixation.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of sacroiliac screws backout could be confirmed, from the available radiographs in the literature. Based on the available x-ray, a formal medical opinion was sought in which it seems that the screws have backed out slightly. The reason behind the alleged failure is most likely the hold of the screws in the bone is marginal in this patient group, although after the initial backout, no further backout occurred. Slight movements in the joint in combination with the marginal hold may have contributed to this backout. From the available x-rays and formal medical opinion, the probable root cause can be attributed to as patient related factor. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics and traumatology, queen elizabeth hospital, hong kong¿. The title of this report is, ¿three-dimensional-guided navigation percutaneous screw fixation of fragility fractures of the pelvis¿, published on march 12, 2019, which is associated with the stryker ¿asnis iii system¿. The article can be found at https://doi.org/10.1177/2309499019833897. This report includes an analysis of the clinical data that was collected on 17 patients, and the cases in this study range from 2016 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced 2 sacroiliac screws backout. The report states, ¿slight back out of the superior two sacroiliac screws was observed, which were present and remained static at 6 weeks after fixation.¿